Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device exhibited code 1004, indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock, and code 1006 indicative of a high voltage detected on a lead during a device charge. There were multiple episodes of noise, non-sustained ventricular tachycardia and ventricular tachycardia, since (B)(6) 2020. The patient was admitted to the hospital to be monitored closely. The device remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information on the status of this patient have been unsuccessful. Additional information was received that surgical intervention of device was performed, device explanted. It is unknown, but suspected, that a new device was implanted. Several attempts to obtain model/serial of leads have been unsuccessful. It is unknown where the location of explant occurred, and if the device will be returned.